Event description:
The patient reports their blood glucose level had dropped to 33 mg/dl. The patient reports they had been sent a replacement pod instead of a replacement controller from a previous complaint. The patient reports they had been going in and out of consciousness. The patient reports drinking juice. Upon arrival of the paramedics the patient was treated with oral glucose. The paramedics were with the patient for 30 minutes.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.